Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump unexpectedly shut down and would not power on after charging, despite a solid green charger led and standard troubleshooting, and the device remained unavailable; the associated component was identified as the computer software of the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with the pump¿s computer software leading to an unexpected shutdown and device unavailability. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.